Event description:
It was reported that the user experienced loss of glucose sensor readings on the ilet when paired with a dexcom g7, and customer care guided a restart of the ilet and a temporary toggle g7¿g6¿g7 with reentry of the sensor number, with education that the event was consistent with a brief sensor issue expected to resolve within 15 to 30 minutes. Symptoms included temporary absence of sensor glucose data. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient sensor communication issue consistent with a brief sensor signal interruption, with no ilet hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary sensor communication disruption likely related to sensor connectivity behavior.